Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy- mine is in 2 week') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("body aches"), pruritus ("breast was itching"), nipple swelling ("nipple is bigger than normal"), nipple pain ("nipple sore"), breast mass ("lump above the nipple"), nipple exudate bloody ("milky looking stuff came out and blood"), oesophagitis ("esophagitis") and inflammation ("chronic inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pain, pruritus, nipple swelling, nipple pain, breast mass, nipple exudate bloody, oesophagitis and inflammation outcome was unknown. The reporter considered breast mass, inflammation, medical device removal, nipple exudate bloody, nipple pain, nipple swelling, oesophagitis, pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: plaintiff fact sheet: new event esophagitis and chronic inflammation were added. New reporter was added. Event of adverse event nos deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy- mine is in 2 week') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("I am experiencing these same things") and pain ("body aches"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, adverse event and pain outcome was unknown. The reporter considered adverse event, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event body aches was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy- mine is in 2 week') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included breast cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("I am experiencing these same things"), pain ("body aches"), pruritus ("breast was itching"), nipple swelling ("nipple is bigger than normal"), nipple pain ("nipple sore"), breast mass ("lump above the nipple") and nipple exudate bloody ("milky looking stuff came out and blood"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, adverse event, pain, pruritus, nipple swelling, nipple pain, breast mass and nipple exudate bloody outcome was unknown. The reporter considered adverse event, breast mass, medical device removal, nipple exudate bloody, nipple pain, nipple swelling, pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events breast itching, nipple size bigger than normal, nipple sore, breast lump and milky looking stuff came out and then blood from lump were added. Family history of breast cancer was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy- mine is in 2 week') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("I am experiencing these same things"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: this case was upgraded to incident from other event case. New event hysterectomy and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.